Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by a bad printed circuit (bi) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the housing had cosmetic wear, minor scratches and missing outside screw. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the display of the high definition lcd monitor worked intermittently. The issue was found during the preparation for use. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the complaint was confirmed and there was no image even though a green light came on. There was no image due to a faulty printed circuit board. The report is being submitted due to no image found during evaluation.